Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 was sticking. The customer had to pull hard to open all the way and push hard to shut the drawer close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was sticking. A field service engineer arrived at the medstation and found drawer 3.2 sticking; upon removing the door, discovered both slide bumpers were missing, repositioned the bearing cages, installed new slide bumpers, and verified proper operation of the drawer slides. The system functioned as intended after the field service engineer repaired the device.